Event description:
It was reported that two weeks post-op a laparoscopic adjustable band procedure, the patient developed a hematoma at the port site. The patient then developed a port infection. The port was removed and replaced with a new one in 2009. The patient is okay. The port is being held at the account, and will not be released.

Manufacturer narrative:
Date sent: 9/17/2009